Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, the perclose failed on the left femoral artery (non-implant side). A cutdown and suture repair was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).